Manufacturer narrative:
The reported event of the guidewire failure to advance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant that the left ventricular lead was unable to be introduced over the guidewire or advanced into the patient's vein due to the lead body and clotting. The physician decided to not use the left ventricular lead. The patient was in stable condition.